Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 3:30pm on (B)(6). The patient reported obtaining a blood glucose reading of 265mg/dl on the subject meter and over 30 minutes later obtained a reading of 87mg/dl on an ambulance meter. The patient does not currently take any medication for their diabetes. The patient reported developing symptoms of blurry vision fifteen minutes later. The patient reported contacting the emergency services. The patient reported that they self-treated their symptoms by lying down. The patient did not report any other medical treatment. The time difference between the reported results does not allow for lifescan to determine an inaccuracy. Replacement products were still sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation:the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.